Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that she was fine during the day but was not at night. Patient indicated loss of therapy at night. Patient stated her setting was at 5 when she left the hospital, two days later she changed it to 6 and now changed it to 7. Patient indicated on the 12th and 13th things were ok but she noticed the change on the 14th. The change in symptom was considered sudden. Patient was advised to follow up with healthcare provider (hcp) to discuss setting adjustments. The indication for use is unknown. There were no further complications that have been reported as a result of this event.